Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the u13 cmos flash microcontroller was shorted on the bedside board. The cause of the charger/modem resets and inability to recognize a battery pack is the shorted u13 component. The root cause of the shorted u13 component could not be positively identified. No adverse we vent resulted form the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, charger/modem sn (B)(4) was resetting and would not recognize a battery pack. The last pt to use this charger/modem did not report any deficiencies.